Event description:
It was reported that the patient presented with lumbar radiculopathy and potential pseudoarthrosis. The patient underwent a revision re-exploration of the right l5-s1, and laminotomy, foraminotomy, and posterior fusion with rhbmp-2/acs was performed. Per the physician's notes, the patient was "with increasing numbness and disability in the right foot and calf, and had been found to have a large collection of fluid on MRI in the right l5/s1 foramina. There was also no proof that the fusion had healed." The operative notes indicate that cultures were taken of the serous fluid and "there was no sign of any infection." The surgeon did "remove a small lip of bone that had grown up to free up the foramina. At the completion of the procedure, I felt that the foramina were now very patent...I decorticated the left aspect of the lamina at l5 and s1 as well as the l5/s1 facet joint further and then grafted this..." There were no noted complications. Seven hundred seven days post-op, the patient presented with lower back pain which radiates into both legs, right greater than left, associated with numbness and tingling in the legs and feet. An MRI of the lumbar spine indicated "endplate changes at l5-s1 noted which have become more prominent in the interval since the previous exam. Fluid collection previously demonstrated directly adjacent to the pedicular screw on the right has resolved. Mild expansion of the right pedicle remains with mild enhancement. Persistent moderate narrowing of the right neural foramen due to these findings along with mild enhancing material, likely secondary to fibrosis, surrounding the right nerve root as it traverses the lateral recess. Mild enhancement left nerve root as it traverses the left lateral recess." Eight hundred fifty-seven days post-op, a CT scan of the lumbar spine indicated "postoperative fusion of l5-s1. The rods and screws are intact. There is lysis of the right pedicle at s1 just above the screw of uncertain significance... At the right l5-s1 level there is extensive bony over growth at the right neural foramen resulting in moderate to severe narrowing of the right neural foramen." Nine hundred forty-five days post-op, the patient presented with increasing right lower extremity pain and spasms, which responded only temporarily to an epidural steroid injection. Per the physician's notes, "he has been found to have significant recurrent spinal stenosis at the l5-s1 foramina..." The patient underwent a revision surgery to explore the fusion and remove the expedium instrumentation. There were no noted complications. Per the operative notes, "there were good signs of bony fusion. " the bony impingement in the foramina was carefully removed, freeing up the l5 exiting nerve root...the nerve root was freely mobile and visible from the point that it exited the dural sac, to the point where it was totally outside the foramina." One thousand five hundred eight-four days post-op, the patient presented with a herniated cervical disc. The patient underwent a cervical epidural steroid injection at the level of c5-6 under fluoroscopy. There were no noted complications. One thousand nine hundred fifty-three days post-op, the patient presented with lower back pain which radiates into both legs, with numbness and tingling, right greater than left. An MRI of the lumbar spine indicated "transpedicular screws removed from the right side at the l5-s1 level, status post prior decompressive surgery and fusion. There is residual ferromagnetic artifact and also interbody cage on the right and transpedicular screws have been left in place on the left. Correlation with CT is recommended for further evaluation, with suggestion of moderate foraminal stenosis again noted on the right. No significant canal or foraminal stenosis at the remaining levels. Hemangioma within llagain noted."

Manufacturer narrative:
(B)(6). (B)(4). A review of imaging studies found as follows: (B)(6) /2008 CT lumbar l5/s1 tlif is noted with pedicle screws in place. Entry is on the right. Spacer is metallic creating artifact. No compression about the canal or neural structures is noted. Posterolateral bone graft is also seen although fusion does not appear complete in the lateral gutter. Artifact makes determination of fusion impossible on axial views. (B)(6) 2009 nm bone scan symmetrical uptake is noted throughout the spine. Slight activity is noted at the lumbosacral junction. The device was not to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly, on (B)(6), 2005; the patient underwent a posterior tlif at l5-s1 using rhbmp-2/acs. Subsequently, the patient claims injuries including, but not limited to, bone overgrowth, and chronic pain, and as a result has had to undergo additional surgeries. The patient continues to suffer pain and suffering, emotional distress and mental anguish.